Event description:
On (B)(6) 2013 the physician noticed that the patient had fluid buildup in the pump pocket. The patient had an infection. The physician didn¿t have the labs back yet but stated the pocket area looked "pretty bad". The physician was going to be removing the pump in the next couple of days. The pump was delivering sufentanil, clonidine, and bupivacaine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8703w, lot# l58813, implanted: (B)(6) 1999, product type: catheter. (B)(4).